Event description:
The facility reports the patient was rotated on the trolley and began falling. The nurse prevented the fall and suffered undefined injuries. No injuries to the patient were reported.